Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis investigation, could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted myomectomy procedure, the cable on the tenaculum forceps instrument broke. There was no report of any patient harm, adverse outcome or injury as a result of the broken cable and no fragments from the instrument fell into the patient. The planned surgical procedure was completed.